Manufacturer narrative:
E1: initial reporter postal code (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the fill port. Prior to patient use, it was observed that fluorouracil had leaked and crystallized around the fill port. It was stated that the clear fill port cap ¿appeared secured but loose¿. The device had been filled with fluorouracil hs (accord) 5136mg in sodium chloride 0.9% 115ml total volume. This issue was discovered in the hospital prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between february 21-23, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed white crystallized drug located next to the fill port cap; however, did not observed the reported event. The reported condition was not verified. The white crystallized drug located next to the fill port cap could be use-related, where the user may have inadvertently left the drug liquid drops near the fill port cap during the filling step and did not wipe the drops dry after filling was completed. Overtime, the drug liquid drops dried up then turned into white crystal. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.